Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The c-arm motor was adjusted and calibrated. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system's c-arm would not move. No pt injury was reported.